Event description:
The customer reported that the ventilator was alarming due to a high blower temperature. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. A high blower temperature occurrence will result in a vent inop condition. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The manufacturer's service technician confirmed the reported problem. The service technician replaced the blower to address the finding. Performance verification testing was completed and tests passed to operating specifications.